Manufacturer narrative:
Previously reported by the manufacturer: a ventilator was returned to the manufacturer for service. There was no allegation of device malfunction. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. There was no reported patient involvement. The manufacturer¿s service technician observed error codes and e-193 in the device's event log. The technician recommended replacing the device's internal battery needs to be replaced to address issue. No repair was performed. The device is not needed for inventory and was scrapped. No further investigation is warranted at this time. New information/correction: the investigation was completed when the initial report was filed therefore the initial reporter should have filed a final/ completed report. The root cause was confirmed, and the device was scraped therefore no further investigation will be conducted at this time.

Event description:
A ventilator was returned to the manufacturer for service. There was no allegation of device malfunction. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. There was no reported patient involvement. The manufacturer¿s service technician observed error codes and e-193 in the device's event log. The technician recommended replacing the device's internal battery needs to be replaced to address issue. No repair was performed. The device is not needed for inventory and was scrapped. No further investigation is warranted at this time.